Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the force sensor pins were found to be dislodged. A review of the pump history indicated that loss of cartridge detection had occurred.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: evaluation revealed a dislodged display screen and dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred. The force sensor pins were reinserted and the pump was able to rewind, load and prime with no issues. Unrelated to the event the display was found to be dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number - 2531779-03/24/2010-003-r.